Manufacturer narrative:
The sensor replacement alert was first presented to the user on 24 september 2024, on day 141 post insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 23 december 2024 d9 device available for evaluation? Yes, device received on 25 november 2024 g3 date received by the manufacturer ?23 december 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 25, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.